Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. After the day of the treatment, the field service engineer (fse) replaced the laserhead as a preventive measure. Logfile review for the day of treatment showed all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed several successfully performed treatments. The corresponding treatment could be identified in logfile. The energy was stable during the whole day. The corresponding treatment was performed successfully with several interruptions. A reason for these several interruptions could be that the customer pressed the laser pedal not enough. No technical problem can be identified during logfile review. Anterior uveitis is not related to the device. Customer reported event is related to the environmental conditions in the clinic or the to the process they apply pre and post-operative. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported anterior uveitis (toxic anterior segment syndrome) post refractive procedure. Cycloplegic and steroid drops were prescribed. Patient issues resolved after drop use. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.